Manufacturer narrative:
The lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found that the haptic was torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem is resolved. The cause of the event is reported as a patient-related factor.